Event description:
It was reported that, on literature review "comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures", five (5) patients who underwent primary implantation with an intertan nail to treat an unstable trochanteric fracture required an additional surgery due to unspecified reasons. The specific details involving these interventions, such as the identity of the explanted devices and the ones implanted in exchange, any clinical symptoms experienced by the patients, perioperative findings and the outcome of all patients are not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Zehir, s., sahin, e., & zehir, r. (2015). Comparison of clinical outcomes with three different intramedullary nailing devices in the treatment of unstable trochanteric fractures. Doi: 10.5505/tjtes.2015.28227.

Manufacturer narrative:
Section h10: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, the provided literature article was reviewed. However, based on the information provided no further information is available, consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patients outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).